Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The us complainant reported the 65-year-old male patient was on impella rp flex support and there were low purge flows. Tissue plasminogen activator was given, however the motor current spiked. The impella rp was therefore replaced. At the time of the explant, there was a clot noted on the catheter.

Manufacturer narrative:
The investigation into the high purge pressure and thrombus issues has been completed since the original report was submitted. The device was not returned for investigation. Based on the data log provided, there were a few instances of purge pressure spikes with hpp alarms and purge system blocked alarms sustained for about 3 minutes before returning to normal ranges. Tpa was run due to suspected clot. The root cause of the low pump flow was most likely biomaterial.